Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) got fluid in a crack in the touchscreen display, and it was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is (B)(4).

Manufacturer narrative:
Updated blocks: h3 & h6. The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The central control monitor (ccm) touchscreen was visually verified to have dents/gouges, but the ccm powered on and the sensor cursor did operate accordingly. The srt replaced the ccm touchscreen and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.